Manufacturer narrative:
The customer reported that the central nurses station (cns) had froze while he was in the event viewer. The biomedical engineer restarted the device and the central nurses station (cns) software loaded and cns appeared to be functional. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) had froze while he was in the event viewer.